Event description:
Order to place midline catheter (20gcath) because the patient will need IV abx (antibiotics). Pt unable to have PICC line due to bilateral occlusions. Attempted midline in rt basilic unsuccessfully using ultrasound guidance. Attempting midline in rt lower arm - accessed vessel, obtained flash of blood in cath, wire threaded easily. Started to thread catheter and met resistance. Pulled cath back 0.5-1cm and attempted to thread cath again but met resistance. Decided to abort procedure and remove cath. Rn able to pull part of catheter out but met resistance pulling back. Rn was able to see a hole in the part of catheter outside the skin. Rn tried to pull rest of catheter out and it sheared off. Tourniquet placed proximal to the insertion site and pressure held directly at and slightly above site. Interventional radiologist in house came to assess patient at bedside. Situation explained to pt and family. Pt to ir to xray and attempt removal of catheter. Findings: xrays of right arm and chest do not demonstrate any obvious foreign body. No attempt at retrieval therefore made.complications: none.